Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced and returned for investigation. The device logs confirmed the reported technical error codes indicating communication error, ventilation disabled and communication error between monitoring and control pcb dated 06/08/2021. The reported technical error code indicating ventilation disabled could be reproduced during ventilation when the received control pcb was tested in a test ventilator system. Also, technical error codes were generated indicting memory backup battery depleted and error in the internal memory detected. Our investigation revealed depleted memory backup battery on the returned control pcb, which caused the generated technical error codes. The conclusion is that the reported technical errors codes were due to depleted memory backup battery on the control pcb. In worse case, this could lead to stop of ventilation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).